Event description:
It was reported that the patient has experienced considerable incontinence for approximately four months leading to patient to wear pads and diapers. The patient noted that after standing up, it felt like the cuff spontaneously opened up. Following an appointment with the physician, a cuff replacement was recommended. A new appointment was scheduled in which a cystoscopy was performed to rule out erosion. The patient indicated previously undergoing a neo bladder procedure, leading the physician to speculate the stomach muscle contractions against the neobladder may be causing an overactive bladder. The physician also suspected that the experience could be due to an anatomical change instead of the device. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has experienced considerable incontinence for approximately four months leading to patient to wear pads and diapers. The patient noted that after standing up, it felt like the cuff spontaneously opened up. Following an appointment with the physician, a cuff replacement was recommended. A new appointment has been scheduled in which a cystoscopy is expected to be performed. The physician also speculated that the experience could be due to an anatomical change instead of the device.